Event description:
A 26 week gestation preterm infant who had been on a conventional ventilator -servo 300- from birth for respiratory distress syndrome. Improved to point of extubation and placed on vaptherm unit. Stable for several days then developed worsening respiratory status requiring reintbuation 7 days later. A tracheal aspirate obtained the following day grew ralstonia mannitolilytica which was initially identified as burkholderia cepacia. The infant received a 14 day course of ciprofloxacin and cefotaxime. She improved and was extubated to nasal CPAP eight days later.